Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the phrenic nerve motion was weak during ablation and the physician conducted a double stop. Phrenic nerve pacing was conducted multiple times afterwards but the phrenic nerve motion did not recover. The case was completed with radiofrequency. After the procedure, it was confirmed that the right phrenic nerve move up more than prior to the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.